Event description:
The pt had a history of non-small cell lung cancer, initially diagnosed in 2004. He was treated with chemotherapy and external beam radiation therapy and an uncovered metallic stent was placed. The stent became obstructed by tumor and the pt developed a post-obstructive pneumonia and septic shock leading to his death.